Manufacturer narrative:
Lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to implant a 13.2mm tmicl13.2 implantable collamer lens, -15.5/+3.0/089 (sphere/cylinder/axis) into the patient's left eye (os), the footplates of the lens got stuck in the injector. There was no patient contact with the lens. An alternate lens was successfully implanted; "all went well with patient interactions".